Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment; however, it was noted that the stent struts were malformed. The procedure was completed with a different device. No patient complications were reported and the patient was okay.